Manufacturer narrative:
MDR 1219913-2020-00264 was filed on september 18, 2020. November 20, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00265 supplemental report 1 was filed for different testing date.

Manufacturer narrative:
The customer service engineer (cse) was dispatched to the customer site for system inspection (advia centaur xp serial#: (B)(4)). The cse performed the following: replaced bent r2 probe and aligned. Replaced leaky waste reservoir and sample syringe. Performed total service call. The customer performed a precision study with controls and a negative patient sample. The following is the results: (B)(6). The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. Mdrs 1219913-2020-00265 was filed for different testing date.

Event description:
The customer obtained reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for two patients on the same instrument and same reagent lot. For one patient, the sample was repeat x10 in the same run. Three of the results were reactive, and the remainder of the results were nonreactive. The initial reactive result was not reported to the physician for the second patient, the sample was initially nonreactive and upon repeat was reactive. Pcr results were negative for both patients. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.